Manufacturer narrative:
Pump passed self-test. Unit was successfully download using thus software. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that no relevant alarm were recorded in download history files. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit also received with cracked keypad overlay, cracked case, scratched case, cracked case-corner of belt clip rails and label damage (faded). In conclusion, customer concern for button error was not confirmed during testing. All buttons functioning properly during testing. Keypad/button unresponsive/button error not confirmed. Unit may have had an intermittent failure not detected during our testing. Cosmetic damage confirmed at the battery compartment when cracked case corner of belt clip rails was noted. Exposed to moisture confirmed on pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a keypad anomaly and/or stuck button alarm and the crack across the back of the pump which may cause motor failure. Troubleshooting was not performed. The customer reported no adverse event. The event involved product(s) mmt-1780kl. The customer reported pump was dropped/bumped and/or the pump has possible physical or cosmetic damage. No harm requiring medical intervention was reported. No product return was required for mmt-1780kl.